Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, that the haptic was amputated and was caught before it made patient contact. It was also stated that there was no patient harm. Additional information has been received stating that in surgeon's opinion loading error was the cause of the event and the procedure was completed on the same day.

Manufacturer narrative:
The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).